Manufacturer narrative:
Updated d4 serial # to (B)(6). The device was received for investigation at stryker endoscopy because it was repaired locally in stryker switzerland art. No. 1788-010-000i / sn:(B)(6). Customer comments: device restarts from time to time. Faults found: after several hours of testing, the failure couldn't be reproduced. Failure code: na action taken: software update to the latest version installed. Final inspection performed. Tests: function test result: all test passed. Item has been sent back to the customer. Probable root cause: - faulty solder joints in video path - faulty prism board or connectors - faulty xboard or ch cable connectors - break in ch cable core - faulty hdmi cable - faulty ccu power supply - internal ccu cable failure - power and/or communication - improper/no fuse installed - ac inlet board - main board - video processor - digital board - fpga - transition board - coax connector - electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge - poor system grounding - improper ccu timing the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.